Event description:
Additional information received from the health care professional (hcp) reported that the patient called to say the incision was bleeding. She was not seen that day in the office and the incision had separated, exposing the device. The device was surgically removed and the hcp was unsure of the cause.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported via a manufacturing re presentative that during post-op follow up the patient was complaining of incision bleeding. When the doctor took the dressing off of the incision it was found that the implantable neurostimulator was "hanging out." The entire system was explanted. It would be replaced in the future. The pocket was rinse and a few stitches were placed. The issue was resolved at the time of this report. Further follow up was done with regard to the cause of this event. If additional information is received, a follow-up report will be sent.